Event description:
A medtronic rep reported that a long spine clamp screw that was stripped. The procedure was completed with the use of the stealthstation treon guidance system. There was no impact on pt outcome.

Manufacturer narrative:
Device MFR date is dependent on lot number and not available at this time. The affected part has not yet been received by the MFR.